Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2024 the recipient's device was repositioned. Electrode migration was also noted and the electrode was successfully reinserted. The recipient has resume device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.